Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting tones. The device recorded a shock impedance measurement of greater than 200 ohms. A request was made to have data from this device analyzed. Data analysis showed normal shock impedance measurements. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information received reported that testing was performed in other shocking vectors; however, the out of range shock impedance measurements could not be reproduced. The device was reprogrammed to a different shocking vector. No other actions were planned at that time. No adverse patient effects were reported. The device remains in service.